Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of our surgical light - powerled. As it was stated the light head of the device was loose on the connection with its fork and there was a possibility of light head detachment. Additionally paint damage was also noticed. There was no injury reported however we decided to report the issue based on the potential as a light head falling down might led to serious injury or worse and paint peeling might led to contamination.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of our surgical light - powerled. As it was stated, the light head of the device was loose on the connection with its fork and there was a possibility of particles grinding. Additionally, paint damage was also noticed. There was no injury reported however, we decided to report the issue based on the potential as a issue might led to contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical light - powerled. As it was stated, the light head of the device was loose on the connection with its fork and there was a possibility of particles grinding. Additionally, paint damage was also noticed. There was no injury reported however, we decided to report the issue based on the potential as a issue might led to contamination. It was established that when the event occurred, the surgical light did not meet its specification, since grinding and paint peeling could be considered as technical deficiency, and in this way device contributed to event. There is no information if the device was or was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. The problem with the stops rotation (and then grinding) is due to a lack of contact area between the stops. These stops realized with screw heads seem to be too short and become ineffective over time. The result is that the light can rotate freely, unplugging the cables and eventually creating some metal fillings. In september 2011, maquet sas has changed these screws in the production line but has not noticed any adverse outcome. Before this date, the screws were a bit longer, hence the stops stronger and should not be concerned by this problem. This issue is followed through the CAPA 464134. The purpose of this submission is also to provide a correction of describe event or problem section. This is based on the result of an internal review. #b5: previous describe event or problem: on 9th of august 2019 getinge became aware of an issue with one of our surgical light - powerled. As it was stated the light head of the device was loose on the connection with its fork and there was a ppossibility of light head detachment. Additionaly paint damage was also noticed. There was no injury reported however we decided to report the issue based on the potential as a light head falling down might led to serious injury or worse and paint peeling might led to contamination. Corrected describe event or problem: on 9th of august 2019 getinge became aware of an issue with one of our surgical light - powerled. As it was stated, the light head of the device was loose on the connection with its fork and there was a possibility of particles grinding. Additionally, paint damage was also noticed. There was no injury reported however, we decided to report the issue based on the potential as a issue might led to contamination.